Event description:
It was reported that during a laparoscopic gastric bypass, the device fired staples on the pouch side but not on the remnant side where the device cut was not stapled. The procedure was completed with a like device. There was no patient consequence.